Manufacturer narrative:
The device was received for evaluation, however the evaluation has not been completed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The user facility reported that there was an issue with bending manipulation and insertion tube, the bending rubber is torn. There was no report of patient injury, the defect was found at reprocessing. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to the user facility for evaluation. The customer¿s complaint of ¿the bending section is torn¿ was confirmed. A hole was observed on the insertion tube and a leak was noted. The scope image was checked and was found stained and cloudy. In addition, the legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported event was as follows: excessive external forces may have resulted in failure of the a rubber and bending tube. Alternatively, the manufacturing date of the current product was (B)(6) 2009, and it may have been affected by deterioration since 11 years and 5 months have passed.